Manufacturer narrative:
Us FDA product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high threshold and a failure to pace in different degrees depending on the pacing mode, several of which were tried. Measurements also appeared to vary depending on patient body position which led to suspicion of incomplete lead fixation. It was decided to reoperate. When the lead was pulled slightly, before retracting the helix, the lead became unfixated. The helix was retracted and the lead removed with flesh observed at the tip. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4574 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.